Event description:
Undocumented number of undocumented incidents of cassette alarms. The nurses reported that when the pumps were powered up after placing the cassettes in the pumps, they alarm "check cassette." The tubing sets were changed and the alarm conditions were resolved. There were no reported adverse patient sequelae. Though requested, no additional information was provided.